Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks along the length of the device.

Event description:
Reportable based on device analysis completed on 15jan2021. It was reported that the device was unable to cross the lesion. The 95% stenosed target lesion area was located in a mildly tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in vascular access intervention therapy. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of same device. There were no complications reported and the patient was in good condition post procedure. However, device analysis revealed a balloon pinhole located approximately 5mm proximal of the distal markerband.